Event description:
Plaintiff alleges the development of an allergy to latex gloves and sustained numerous injuries, including asthma, anaphylaxis, shortness of breath, rhinitis, respiratory problems, skin rashes, hives, contact dermatitis, urticaria, extreme discomfort, depresseion and emotional distress. Further alleges that as a result of her allergy, she is suffering from considerable mental anguish, limitation and restriction of her usual activities and substantial loss of earnings and earning capacity.